Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-36 alarm was unable to be identified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-36 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.